Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's current blood glucose was 38 mg/dl and it has been below 30 mg/dl a few times. Customer was assisted in turning on glucose alerts and low suspend.